Manufacturer narrative:
(B)(4).

Event description:
Peel-away sheath felt more flimsy than usual and buckled at transition between dilator and sheath.

Event description:
Peel-away sheath felt more flimsy than usual and buckled at transition between dilator and sheath.

Manufacturer narrative:
Qn#(B)(4). The customer returned one product lidstock and dilator/sheath assembly for evaluation. Visual examination revealed the sheath was bent and creased about halfway down the body. This damage is consistent with undue force being applied while introducing the sheath. Visual examination of the sheath tip and dilator did not reveal any defects or anomalies. The sheath body was bent/creased 18 mm from the distal end. The total length of the sheath body measured to be 2.75" which is consistent with the nominal specification of 2.75" per product drawing. The inner diameter of the distal tip measured to be 0.059" which is within specifications of 0.0585-0.0595" per product drawing. The outer diameter of the sheath measured to be 0.0765" which is within specifications of 0.0755-0.0765" per product drawing. No dimensional issues were detected. The returned dilator was able to advance and retract from the returned sheath with minimal resistance. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not withdraw dilator until sheath is well within vessel to minimize the risk of damage to sheath tip." The customer report of a damaged sheath was confirmed by complaint investigation of the returned sample. The sheath contained a bend and creased area, which is damage consistent with undue force being applied while introducing the sheath. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the condition of the sample received and the customer report, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.